Event description:
It was reported the insulin pump alarmed during prim and insulin was squirting. Customer was disconnected during prime. The piston kept moving forward after making contact with the reservoir. Insulin squirted out, followed by the alarm. No number or beeps heard on the device. Customer was unable to exit prime. Customer tried using another set. The device was not dropped or bumped, nor water contact. The drive support cap does not appear to be damaged. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.